Event description:
It was reported that during a da vinci si myomectomy procedure, the surgeon realized that one of the jaws of the maryland bipolar forceps instrument was missing and had fallen into the patient. The missing fragment was found and retrieved. The surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has been returned to intuitive surgical inc. (Isi) for evaluation. However, at this time the evaluation of the instrument has not been completed; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted post-failure analysis evaluation or if additional information is received. On (B)(4) 2013, isi contacted a nurse who was present during the reported surgical procedure and obtained additional information regarding the reported event. According to the nurse, the instrument was inspected prior to the procedure and no issues were observed. The nurse indicated that the broken fragment was retrieved during the surgical procedure using another da vinci instrument. The nurse indicated that no x-rays or additional surgical procedures were performed to retrieve the fragment. During the procedure, the nurse denied that any instrument collisions occurred or that the maryland bipolar forceps instrument was removed at anytime prior to the event. According to the nurse, the patient did not experience any complications and the patient was doing fine. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon noticed that a jaw from the maryland bipolar forceps instrument broke off, fell into the patient, and was retrieved. At this time, there is no indication that the patient was harmed or injured because of the reported event.